Event description:
IV tubing was being hung on the patient. The nurse noticed that the tubing would not infuse. On inspection of the tubing rn noticed that one of the luer-lock ports was upside down on the tubing. The port was facing the drip chamber instead of down toward the patient.